Manufacturer narrative:
Method of evaluation: actual device not evaluated. Manufacturing review: our investigation is limited to a query of lifecell's complaint system from the date of implant as reported in the voluntary medwatch report with no findings. Lifecell was unsuccessful in its attempt to obtain additional information from the agency. No lot number was reported in association with this event. The lot associated with this event remains unknown to date. Results of evaluation: no failure detected. Conclusion: device not returned; unable to confirm complaint. Due to lack of information, including identification of the relevant strattice lot, the surgical site, and the implanting physician, a relationship to strattice was not confirmed. Lifecell reports the event in an abundance of caution. Should additional information be reported, a follow up adverse event report will be submitted.

Event description:
According to voluntary medwatch report mw5065521, a female patient alleges that she underwent surgery on (B)(6) 2013 where strattice was implanted to repair an abdominal fascia tear. The patient reports that her postoperative complications continued through 2014 until she was returned to surgery for mesh removal. Afterward, her complications continued further into 2015 until she underwent a third surgical procedure performed by a different surgeon who removed any mesh that he could see. The patient also claims the second surgeon noted that her oblique muscles were found to be sewn together in a manner he had not seen before, and that this technique played a huge factor in her severe level of pain. The voluntary medwatch report does not reference a relevant lot number, patient contact information, surgeon, or institution for follow up.

Manufacturer narrative:
Method of evaluation: actual device not evaluated. Manufacturing review: our investigation is limited to a query of lifecell's complaint system from the date of implant as reported in the voluntary medwatch report with no findings. Lifecell was unsuccessful in its attempt to obtain additional information from the agency. No lot number was reported in association with this event. The lot associated with this event remains unknown to date. Results of evaluation: no failure detected. Conclusion: device not returned. Unable to confirm complaint. Due to lack of information, including identification of the relevant strattice lot, the surgical site, and the implanting physician, a relationship to strattice was not confirmed. Lifecell reports the event in an abundance of caution. Should additional information be reported, a follow up adverse event report will be submitted.

Event description:
This MDR represents follow up report #1. Lifecell became aware of the event on 10/24/2016. According to voluntary medwatch report mw5065521, a female patient alleges that she underwent surgery on (B)(6) 2013 where strattice was implanted to repair an abdominal fascia tear. The patient reports that her postoperative complications continued through 2014 until she was returned to surgery for mesh removal. Afterward, her complications continued further into 2015 until she underwent a third surgical procedure performed by a different surgeon who removed any mesh that he could see. The patient also claims the second surgeon noted that her oblique muscles were found to be sewn together in a manner he had not seen before, and that this technique played a huge factor in her severe level of pain. The voluntary medwatch report does not reference a relevant lot number, patient contact information, surgeon, or institution for follow up.